Event description:
An endeavor sprint rx drug-eluting stent was implanted in the distal rca during a staged procedure. Two additional endeavor sprint drug-eluting stents were then implanted- one overlapping (2.25 x 8), one separate (2.25 x 12) for treatment of complication/dissection/bailout (after stent implantation to cover target lesion). Pt asymptomatic at 30 day and 6 month follow ups.

Manufacturer narrative:
Evaluation code, results: (dissection). Other (required secondary intervention).